Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2024 and was treated with IV and fluids of saline and insulin . The blood glucose level was over 600mg/dl at the time of event and was caused by the bent cannula. Patient went to ICU.the patient was released from the hospital on (B)(6) 2024. The infusion set has been used upto 1 day and the issue has been resolved with the treatment. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the investigation associated with related event database (B)(6) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure. The identified for malfunction code, soft cannula found bent/kinked upon removal from infusion site, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review lot 6005725 was manufactured on 28-feb-2024, in machine, with a total of (B)(4). The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event. Due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. During manufacturing of the cannula part, the soft cannula is kept straight by the introducer needle, no samples were returned for inspection. However, during use in general and specifically during insertion may accidentally kink the soft cannula. No further action is required for this complaint, if used/unused samples are received, appropriate actions will be taken.